Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter titanium adapter. This report involves the same patient as in (B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the peritonitis event. On unreported date(s), the patient was treated with vancomycin injections (1 gram, stat dose, route not reported), amikacin injections (intraperitoneally (ip), 500 milligram, stat dose, and then 100 milligrams once daily, duration not reported), and fortum injections (1 gram, once daily, route and duration not reported) for the peritonitis event. It was not reported if dianeal therapy was ongoing. The patient was recovering from the peritonitis event. Additional information was requested, but is not available. This is report 2 of 3.